Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2019, UDI #: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 21-jan-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a pinching sensation of her skin when the stimulation was on. The patient has subq placed leads. The patient has lost some weight at that may have caused the leads to be closer to the surface of the skin causing the pinching sensation. The rep checked impedances and there were open circuits with impedances over 10,000. The patient was unsure of the cause of the issue, but it was possibly due to weight loss and that the leads were now shallow causing the pinching sensation. The other possible cause was the open circuits. Reprogramming was done and did not work. The hcp decided to schedule the patient for a lead revision on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-15. It was reported that the physician decided to leave the leads implanted because he thought that the patient might be really scarred in and it would be very difficult to explant. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the old leads remained implanted. New leads were placed subq. No further complications were reported.